Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Vat nurse reported that site rite 8 20mm probe causes black lines to appear in the acoustic image. Another probe was tried on same site rite 8 system and the lines cleared. The probe was tested on a different site rite 8 system and the same black lines appeared in the image.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe causes black lines to appear in the acoustic image was confirmed. The root cause was an internal failure on the probe. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Vat nurse reported that site rite 8 20mm probe causes black lines to appear in the acoustic image. Another probe was tried on same site rite 8 system and the lines cleared. The probe was tested on a different site rite 8 system and the same black lines appeared in the image.